Manufacturer narrative:
Two (2) actual samples were received with opened pouches and eighteen (18) companion were received with closed (sealed) pouches. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with magnification. Particulate matter was identified in one opened sample. The reported condition was verified in one opened sample. An assignable cause could not be determined. Particulate matter was not identified in the second opened sample or any of the eighteen (18) unopened companion samples. The reported condition was not verified in the second opened sample and eighteen (18) unopened companion samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dark spots were noted in (2) units of minicaps. This issue occurred before use of the device. It was further reported that the dark spots were located under the minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.